Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) and troponin t results on their e411 analyzer. The customer stated they had discrepant troponin t results "like a month ago" and ran their samples in duplicate as a preventative measure. The specific date of the troponin t event was requested but not provided. The customer provided information about one troponin t event. The customer stated the troponin t result was false low, when it was actually positive. Additional information was requested but not provided. The customer stated they did not have the data anymore. The customer stated there was "possible heart attack, misdiagnosed, treatment affected due to false result". Information on whether this patient was actually adversely affected was requested but not provided. On (B)(6) 2014, another patient, a female, had an initial hcgb result from a plasma sample of 0.289 miu/ml and it was reported outside the laboratory. The customer stated this was the second patient in a month to have discrepant hcgb results. The customer only provided data for this patient with discrepant hcgb results. The doctor questioned the initial result and the patient's "sonar" showed she was pregnant. The doctor sent a follow up serum sample on 08/03/2014 and the results were 3268 miu/ml and 3256 miu/ml. On (B)(6) 2014, the patient's initial plasma sample was repeated and the result was 1478 miu/ml. Information on whether the patient was adversely affected was requested but not provided. The hcgb reagent lot number was 0175098 and the expiration date was 03/31/2015. The troponin t reagent lot number and expiration date were requested but not provided. A precision test was performed on both hcgb samples.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A root cause could not be determined with the information provided for the discrepant (B)(6) result. Additional data were requested but not provided. No foam or bubbles were observed on the sample surface and no clots were observed in the sample. It was noted the customer was not following the tube manufacturer's recommended clotting time. The field service representative went on site and did not see any bubbles on the reagent surface. Upon a return visit, the field service representative observed a ring of fine bubbles on all the reagents on board the analyzer.